Event description:
It was reported that during an implant procedure, the coronary sinus was accessed with two delivery catheters and there was an attempt to place a left ventricular (lv) lead in several different branches with no success. It was noted that there was intermittent capture at high outputs. It was decided to do an occluded venogram fluoroscopy save. The lv lead was placed in two other branches as well and there was no capture. The decision was made to abort the case as the patient¿s blood pressure was getting low and there were no branches that were usable. The two delivery catheters and lv lead were removed from the patient. The patient then complained of difficulty breathing. The physician called for an ultrasound machine and then a code. The patient experienced a pericardial effusion and a pericardiocentesis procedure was performed with no complications. It was noted that the existing leads were never disconnected, and the existing implantable pulse generator (ipg) pacing mode was changed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (annex d) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.